Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to device erosion and infection. Another icm was implanted as a replacement. No additional adverse patient effects were reported.